Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the procedure all of the instruments became off by 2-3 mm. The site stated that registration went well, but once inside the nose anatomy the inaccuracy was seen. It was first noticed with the malleable suction. The emitter details showed a geometry error of 0.49. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to the event description. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The logs and archives showed that the registration pattern shows no issues, good green and yellow zones of accuracy.